Event description:
It was reported that t:slim x2 pump battery did not charge and customer saw power source alert before issue resolved. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies, pump began charging without shutting down, technical support advised against using non-tandem charging supplies except for troubleshooting, and arranged shipment of replacement tandem wall adapter, after which no further assistance was required.